Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: black particles observed on the surface of the device. No further actions are required as the device was implanted.

Manufacturer narrative:
H.6 health effect impact codes: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual evaluation: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: no observed opening. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.